Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) displayed an end-of-service (eos) battery status with a manual capacitor reformation of 32 seconds.